Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.45" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted mediastinal tumor resection surgical procedure, the blade of the harmonic ace was broken. The tip fell in the patient and was retrieved. The procedure was completed with a backup da vinci instrument of the same kind. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for one hour prior to the breakage. The surgeon was using the instrument to dissect tissue and did not have issues with the functionality of the instrument during the procedure. All fragment(s) were retrieved laparoscopically during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.